Event description:
Information was received from a healthcare professional via a field contact regarding a patient with a pre-operative diagnosis of primary osteoporosis undergoing a spinal therapy for a compression fracture. It was reported that the stirring paddle of the mixer did not work well. In addition, it was said that the cement became solid quickly and injections into bfd were completed only until the fifth one. It managed to complete the cement injection in that state, and it was not necessary to open a new mixer or cement. The reported product was used and the operation was successful. There were no patient symptoms/complications. The mixer will be returned and will not be replaced. Initial reporter information cannot be provided due to the restriction by the privacy regulation. Additional information received. The cement was mixed for about 5 minutes. Procedure type: percutaneous kyphoplasty (levels unknown).

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This product is not approved for sale in us but a similar device with catalog# c01a, 510k # k041584 and UDI (B)(4) is approved for sale in us. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a field contact regarding a patient with a pre-operative diagnosis of primary osteoporosis undergoing a spinal therapy for a compression fracture. It was reported that the stirring paddle of the mixer did not work well. In addition, it was said that the cement became solid quickly and injections into bfd were completed only until the fifth one. It managed to complete the cement injection in that state, and it was not necessary to open a new mixer or cement. The reported product was used and the operation was successful. There were no patient symptoms/complications. The mixer will be returned and will not be replaced. Initial reporter information cannot be provided due to the restriction by the privacy regulation.